Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.   The target lesion was located in the left circumflex (lcx) artery. A 12mm x 3.00mm taxus¿ liberté¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. The tip od was measured and was found to be within specification. The device was received with a stent protector and mandrel inserted. It was noted that the stent protector had dislodged the stent from the balloon. However, it was noted during analysis that a 0.0495in pin gauge could not be inserted through this device but a 0.046in pin could be inserted. This implies that a stent protector from a smaller device was returned which would have dislodged the stent when inserted. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon and resting on the lumen of the device. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. A visual and microscopic examination found that the stent struts were bunched together, distorted and misaligned. This damage is consistent with the stent meeting an obstruction or a resistance. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).